Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, 90% stenosed, distal circumflex artery, during post stent dilatation, the nc trek balloon dilatation catheter (bdc) met resistance during advancement and the shaft kinked. The shaft was straightened, but liquid was seen leaking from the area of the kink. The bdc was replaced to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that nc trek rx instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked: this may result in the shaft breaking. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.